Event description:
The core impaction drill was sent for evaluation because, the bur guard detached from the device during an extraction procedure and hit the assistant. The bur remained in the drill but was bent. A readily available alternate device was used to complete the procedure without delay. There was no injury as a result of the event. No medical treatment or intervention was required.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.